Event description:
Intubation of the tube was hard, so dr. Stopped using the tube. Test prior to use: no. Patient involvement: yes. Patient harm or injury: no. Reintubation: yes.

Manufacturer narrative:
Actual device has not been returned to the MFR to date. If a sample becomes available for evaluation, a comprehensive evaluation will be completed and a follow-up report will be submitted.